Manufacturer narrative:
One pacing catheter with monoject 1.3cc limited volume syringe was returned for evaluation. The catheter was received catheter cut in two pieces at 6 cm from the y-adapter. The balloon inflated clear and concentric and did not leak. Continuity testing confirmed an intermittent condition with the distal electrode when flexing the catheter tip. The proximal electrode was continuous and there were no shorts or intermittent conditions. No visible damage to the returned syringe was observed. Visual examinations were performed with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that "it was unable to pace during use, although the external pacemaker was replaced three times. The catheter was replaced and positioned at where the first catheter was positioned, and then the pacing was confirmed." There were no patient complications reported.